Manufacturer narrative:
E1: event city:(B)(6) event country: united kingdom name: (B)(6) country: united states of america address ¿ line 1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
In united states, it was reported that the patient faced tape not sticking event due to hot weather and sweating on (B)(6) 2026.